Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator's internal battery failed to charge. During the evaluation of the device an issue related to the device's blower motor was observed. The device's blower motor was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the blower motor failure was due to bearing failure.